Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The manufacturer will continue to monitor and trend related events.

Event description:
Patient reported less than a week after surgery both clips fell off. She was transported to a hospital where she stayed for 2 days. She had stents put in to bypass the ducts and is currently doing fine.